Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were deployed successfully, reducing mr to trace. The following day, it was observed that the second clip had detached from the anterior leaflet. And remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr had increased to grade 2. To stabilize the slda, the second procedure was performed. One clip was implanted again reducing mr to trace.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient remained hospitalized and another mitraclip procedure was performed to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.